Event description:
It was reported that under-delivery occurred during use of the device. Per reporter the customer indicated that it was assured the tubing was placed so that it would not kink in the pouch the patient used. It is unknown if there were any adverse effects.

Manufacturer narrative:
Other text: no product was returned. Two photos were provided and evaluated. The first photo showed only the packaging label for the device; device was not visible in photo. The second photo showed a notebook log with multiple entries. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. The reported issue could not be confirmed based on the evaluation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Additional contact information: (B)(6). B3: day unknown.